Event description:
The recipient reportedly presented with redness and swelling at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed. And no anomalies were noted. Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On march 30, 2022, the recipient reportedly underwent device repositioning surgery. The recipient's device was reactivated and is working well. The recipient has recovered. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.